Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The photo attached was reviewed by the manufacturing site. Photo show a handpiece with tubing attached. Reported issue cannot be confirmed from photo. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported during cataract surgery an ophthalmic phacoemulsification handpiece (hp) exhibited lack of aspiration, clogging and a milky fluid in eye that was difficult to aspirate. An ophthalmic phacoemulsification tip (phaco tip) was also slightly clogged affecting the sculpt phase of the surgery. The procedure was completed. Additional information was received clarifying that the phacoemulsification handpiece was not flushed properly resulted in having dried balanced salt solution (bss) that obstructed the flow creating occlusion and confirmed that there was no patient harm. This is the second product report of two products reported. This report is for the phacoemulsification tip (phaco tip) involved in the reported event.

Manufacturer narrative:
Supplemental medical device report (smdr) #01 manufacturing report number 1644019-2024-01609 is being filed to correct the g.3 date on the initial report, filed earlier. Incorrect date of (B)(6) 2024 is being corrected to (B)(6) 2024. The phaco tip was reported initially in report manufacturing report number 2028159-2024-00834. All future reports for the phaco tip will be submitted under this manufacturing report number 1644019-2024-01609. The manufacturer internal reference number is: (B)(4). Reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
The non health care professional reported that the tip was slightly clogged, affecting sculpt during cataract surgery with intraocular implant. It was unknown how the procedure was completed. There was no patient harm. This report pertains to phacoemulsification tip involved in this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.